Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during interrogation of the lvad, the lvad clinician noticed low speed advisory and pump stoppage events on (B)(6) 2018. The patient reported only seeing 1 red heart alarm on (B)(6) 2018 with one loud beep which quickly subsided. The patient was asymptomatic. On inspection of the driveline, a slight twisting was noted. The system controller was exchanged and an ungrounded cable was requested by the center. The center reported that after the system controller was exchanged, the alarms returned. On (B)(6) 2018, a percutaneous lead (driveline) replacement was performed by the technical service representative. No further alarms have been reported. No additional information was provided.